Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A review of the alarm log found evidence of the f-38 alarm. The device was functionally tested by performing a power-on self test. The power on self-test verified the reported issue. The cause was determined to be inoperative force sensing resistors (fsrs). The fsrs were replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a flo-gard infusion pump with an f-38 alarm code. It is unknown what process step this alarm occurred during. There was no patient involvement reported. No additional information was provided.